Event description:
It was reported that there was an increase in bipolar impedance and capture threshold on the right ventricular (rv) lead. The bipolar impedance was also high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2001; addrl1 implantable pulse generator, (B)(6) 2011. (B)(4).